Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) - 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 59 mg/dl (performa) and 266 mg/dl (sensor). No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.